Event description:
Nurse tech found pt on cpm machine in flex position when he answered the pt's call light. Pt c/o pain. Machine would not work. Pt was removed from cpm machine. Event was reported to attending physician and therapist.